Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, cardiac tamponade was confirmed by echocardiogram (eco). Pericardiocentesis was performed to remove 2 liters of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The patient required extended hospitalization in the intensive care unit. Patient¿s condition improved and then was reported fully recovered. Physician causality opinion is unknown. No biosense webster inc. (Bwi) product malfunctions were reported. The generator was used in power control mode and immediate power delivery. The flow was set at 17ml/min and 30ml/min. No error messages were observed on any bwi equipment. The patient received anticoagulant (unspecified) during the case.

Manufacturer narrative:
It was reported that a 66-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During an internal review on 9/10/2019, it was noticed that device availability was erroneously reported. The navistar® rmt thermocool® electrophysiology catheter was discarded. Section h6 method code has been updated to device discarded. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).